Event description:
The product was used during a laproscopically assisted vaginal hysterectomy procedure. Reportedly, the instrument was difficult to open and misfired. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.